Event description:
The manufacturer received information alleging a ventilator's screen froze during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was upgraded to address the issue.